Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent resection of portion of mesh on (B)(6) 2002 due to erosion. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and lynx suprapubic mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary tract infection and cystocele.